Event description:
It was reported that pump repeatedly displayed continuous glucose monitor error 42, with same error occurring three or more times on pump. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, while technical support confirmed pump was under warranty, arranged replacement pump shipment, instructed customer to place existing pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label within 10 days.